Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2023-08162. It was reported the patient had her trial on (B)(6) 2023 and complained of worsening pain in a new area a few hours after the trial. In turn, surgical intervention was undertaken the tial leads were explanted to address the issue.